Manufacturer narrative:
285193 jewelers bipolar fcps 4 str was not returned for evaluation as customer advised that the device was not discarded but was placed back long with the other devices similar to it; therefore, they are not able to determine which device was involved. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, the issue of a burn may be the result of user applying the cauterizing end to an unintended area of the mouth. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch form # uf/ importer report (B)(4) was received with the following information: "patient came into the operating room to have a tongue tie release with no facial injuries. While extubating the patient, the crna noticed a white patchy area on the inner aspect of the left lower lip which appeared to have resulted from an electrocautery instrument used (micro malice, a bipolar instrument). I notified the surgeon who said he was aware of the injury and notified the patient's parents as well as prescribed bacitracin ointment. At the end of the procedure, a small diathermy burn on the inner lip was noted. Both parents were informed in the relatives area about the lip burn which should heal quickly with bacitracin (or vaseline/ointment)". Additional information was requested on patient status/outcome; however, customer has indicated that they have no update on the status of the injury.